Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, h4, h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer reported that there was no ultrasound image on the fuji unit. Tac confirmed the serial digital interface (sdi) cable went from the sdi out on the ultrasound unit to the sdi in on the cv-190, the customer was guided to turn on the picture in picture and pressed the input and got the image. The customer reported that they were seeing another thing on the monitor, but it was not clear, the customer was going to email back for further troubleshooting. Tac followed up with the customer but could not get ahold of the customer. The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had no ultrasound image on the fuji unit. There were no reports of patient harm.